Event description:
It was reported that the pt experienced telemetry issues. A power on reset (por) was experienced. A physician mode recharge was performed twice. A clearing of the por was attempted. The first attempt resulted in error code 0x2608 on the 8840 programmer. The second attempt cleared the por. Stimulation was on for "a second" and then quit again following the por clearing. It was also reported that the charge depleted from 100% to 25% overnight while the stimulator was off. The pt was instructed to charge to 100% several times as rapid depletion of the battery is normal after a pmr. High impedances were also reported (>20000 ohms). At the time of this report, the pt was not feeling stimulation.

Manufacturer narrative:
(B) (4).